Manufacturer narrative:
(B)(4). B3: event date: dec 2024. D10: cat: 110031016, lot: 64844498 bearing. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately seven months post-implantation, the patient experienced an onset of groin pain that progressively worsened. Diagnostic testing found bony remodeling around the femoral component and cystic-appearing lucency around the acetabular component. No indication of surgical intervention at this time. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided. Review of the available records identified the following: patient had an initial tha and had a revision where scar tissue and pseudotumor was encountered. Subsequently patient started experiencing groin pain intermittently lateral and posterior. No report of trauma. Xrays show the implants are well aligned components without sign of loosening or fractures. Patient had lab tests that show ion levels are normal. CT scans show bony remodeling around the femoral implant likely reflecting adverse soft tissue response to metal. Stable cystic appearing lucency about the acetabular component. No further information was provided. A definitive root cause cannot be determined. This complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.